Event description:
It was reported that the site was unable to calibrate a sensor at implant on (B)(6) 2024 after attempting with two different hospital units. Technical heart failure specialist (thfs) confirmed the sensor was not rotated. Rep confirmed that the initial sensor check was performed prior to implant, and the sensor was confirmed to be functional. Calibration was again unsuccessful on (B)(6) 2024. Abbott engineering group rep responded today to say that is possible that this is a sensor failure. Rep met with the patient on (B)(6) 2025 to attempt to connect the sensor and was again unsuccessful. Rep made several attempts to connect with the sensor using the cm3100 altering both positions and search pressure settings. Thfs stated on 06jan2025, they can declare this as a suspected sensor failure with an unknown root cause. The site can elect to put a second sensor in. Abbott rep reported that the site will consider implanting a second sensor and will work with the patient to determine how to move forward. If the patient is implanted with a second sensor they will be followed per the sites protocol. As we are waiting on the customer to determine the next course of action, the file will be processed for closure. However, if further information becomes available, the file may be reopened for further investigation.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.